Manufacturer narrative:
This report is submitted on february 08, 2024.

Event description:
It was reported that the rechargeable battery malfunctioned and the canister reportedly "burst" on (B)(6) 2024. There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient.